Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and found the contractor for the integral steam generator had become stuck in the closed position over the weekend. The closed contactor allowed for continuous current to run through the heater element, causing the heater element to become very hot and excessive steam pressure to build in the sterilizer. The pressure safety switch was correctly activated due to the excessive steam pressure however steam continued to blow out of the safety valve and into the hallway until the staff arrived on tuesday morning. The technician replaced the failed contactor, safety valve and proactively replaced the heating element along with the elbow fitting. A test cycle was performed and the unit was confirmed to be operating to specification and was turned back over to the customer for use. The unit was installed in april of 2003 and is currently under steris service contract. The last preventive maintenance was performed on april 29, 2014 at which time the equipment was found to be operating to specification. No further issues have been reported.

Event description:
The user facility reported their renaissance prevac sterilizer had leaked water and steam over the weekend. The leak was not observed until facility staff arrived on tuesday morning. No injuries were reported. All cases scheduled for the day, 6 cases in total, required rescheduling as a water restoration company was required to clean the standing water and replace all ceiling tiles in the hallway area where the sterilizer is located.